Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1.0mg/ml at 0.5989mg/day and bupivacaine 5mg/ml at 2.9943mg/day via an implantable pump. The patient¿s medical history included spinal/brain cancer. It was reported that the patient had an infection after implant (about 2 months). They explanted the entire system. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have an further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.